Event description:
It was reported that two days post implant, the implantable pacing lead was attempted to be repositioned due to a "drop" in sensing. The lead could not be repositioned because the helix would not pull out properly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found; the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).